Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d190819-2). Retained strips (lot#: d190819-2) were re-tested by using return (serial#: (B)(4) and retained (serial#: (B)(4)) meters with control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), and results as below met the acceptance criteria (level low: 30~80; level high: 210~320). Return meter w/ retained strips: 63/63 (level low) and 246/253 (level high). Retained meter w/ retained strips: 65/66 (level low) and 296/287 (level high) . Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (11.7 ua) met acceptance criteria (< 55 ua). As above, no non-conformance and malfunction of the suspected device were found. The root cause of the complaint was unable to be verified without more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:30pm at home. Caller stated that the end-user was found on the floor unresponsive, when her blood glucose was tested with her prodigy meter it was over 200mg/dl. Caller stated that she believes the end-user took her insulin based on her blood glucose results as prescribed but thinks she took the wrong dosage due to the meter giving her an incorrect reading. Caller stated that she called paramedics about 3 hours after testing with the prodigy meter (which was when she found the end-user). Caller is unsure of how much insulin was taken, the end-user is prescribed insulin as follows: lantus 38units victoza 1.8mg humalog if 150mg/dl take 10units add 2units for every 50mg/dl over. A normal result for that time of day is usually around 104-120mgd/l. There were no food drink or medications consumed while waiting for paramedics, who arrived in about 5minutes. Paramedics tested the end users blood glucose with their meter and received a result 39mg/dl. No additional blood glucose test was done by the paramedics. The paramedics transported the end-use to (B)(6) general hospital located at (B)(6). The caller was not sure what the end-users blood glucose was when she arrived at the hospital. The end-user was given mashed potatoes, banana pudding, soda, sugar water, graham crackers, and peanut butter to bring up her glucose level. No additional treatment was received. The end-user was at the hospital for about 5.5 hours she was discharged with a blood glucose of 107mg/dl. The caller stated that the end-user's insulin was lowered after seeking medical attention to the following: humalog: changed to 5 units if 150mg/dl add 1 unit for every 50mg/dl over lantus: changed from 38 units to 30 units. No additional information was provided.